Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer successfully primed the air bubbles out of the tubing to address the issue. Customer's blood glucose level was 243 mg/dl.